Event description:
It was reported prior to generator change out that the right ventricular lead exhibited high threshold, high pacing impedance and oversensing of noise. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.